Manufacturer narrative:
The reported event of low r-waves and high pacing lead impedance was not confirmed, while the reported event of difficulty to advance the stylet was confirmed. As received, a complete lead was returned in one piece. X-ray examination found the inner coil inside the connector region was overtorqued. Unable to perform stylet insertion test due to the overtorqued inner coil. The cause of the reported difficulty to advance the stylet event was isolated to the overtorqued inner coil, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an attempt to implant, low r-waves were observed on the right ventricular (rv) lead. Lead repositioning was attempted but high pacing lead impedances were detected. There were also difficulties to advance the stylet in the lead. The rv lead was replaced with no issues. There were no adverse health consequences, the patient was stable.